Event description:
It was reported to target that during an embolization for a cerebral aneurysm, after the gdc coil had been detached, and while the physician was attempting to remove the catheter to exchange it, the coil came out of the aneurysm. At first the coil stayed inside the catheter, but finally it came off and got loose in the vessel. Other than the use of snare to remove the coil, there were no other interventions required. The condition of the pt was not affected by this event, and was reported as good after the procedure.